Event description:
Account reported that patient had cataract surgery in the right eye. Pre-op refraction. +1.50-1.25 x 99 . Pre-op bscva. 20/40. Post treatment patient presented with unintended astigmatism of -2.00 (more than pre-op). Post-op refraction. Plano -2.00 x 79 . Post-op bscva. 20/80 . Intended target refraction plano. It was stated that patient symptoms were present since 1 day post-op. Lens was explanted on (B)(6) 2026. No pre-existing conditions affecting the calculation were reported. The patient outcome was reported as good, with post lens exchange visual acuity of 20/25. No further information was provided.

Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.